Manufacturer narrative:
H.6. Investigation: three photos were received and evaluated. The photos appear to depict two loose 3ml syringes. One syringe has red fluid in the fluid path and outside the fluid path: between the stopper and the plunger rod retaining ring. One syringe has clear liquid droplets on the stopper in the fluid path, a large droplet behind the stopper on the plunger rod retaining ring outside the fluid path and a small droplet appears to be present between the stopper ribs. No physical unused samples were returned for evaluation and testing to confirm the reported product defect. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the available information, it is not possible to determine a potential root cause for the reported leakage past stopper.

Event description:
It was reported that leakage occurred with a bd luer-lok¿ 3ml syringe. The following information was provided by the initial reporter. "Material no. 301073 batch no. 8005678. It was reported the syringes are failing during product functional test. There was no patient involvement. The syringes have been in contact with human adipose tissue, blood, and cells. Kits were irradiated from 26-32kgy and subjected to 1 yr accelerated aging. Liquid is leaking behind the black stopper. "I have an urgent request. Our customer purchased bd part number 301073 and the parts are failing during product functional test after it is sterilized (25kgy-35kgy)."

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred with a bd luer-lok¿ 3ml syringe. The following information was provided by the initial reporter, "material no. 301073, batch no. 8005678. It was reported the syringes are failing during product functional test. There was no patient involvement. The syringes have been in contact with human adipose tissue, blood, and cells. Kits were irradiated from 26-32kgy and subjected to 1 yr accelerated aging. Liquid is leaking behind the black stopper. "I have an urgent request. Our customer purchased bd part number 301073 and the parts are failing during product functional test after it is sterilized (25kgy-35kgy)."